Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event of getting repeated c34 errors on erbe iesu was confirmed. The fse replaced the erbe integrated electrosurgical generator unit (iesu) to resolve the error issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the erbe integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations of the returned unit confirmed the customer reported complaint. The unit was placed on an in-house system and was run in normal mode. The erbe integrated electrosurgical generator unit (iesu) will be returned to original equipment manufacturer (OEM) for repair. Visual inspection found the unit to be in good condition. Event verification via system log review was performed. Per the review, the following was confirmed: the prostatectomy radical with lymphadenectomy surgery was performed by the listed console surgeon on (B)(6) 2022 on system (B)(6). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to erbe error c-34. Also, complaint investigation confirmed that the field service engineer (fse) replaced the iesu to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) reported a c-34 error on the erbe. The isi technical service engineer (tse) was unable to view the system logs. Troubleshooting was conducted and hard power cycles of the erbe performed and was not successful. Despite the efforts, error c-34 continued to be persistent. The tse suggested for moving to another electrosurgical generator unit (esu) to continue the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.